Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient identifier and weight have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. No information was available. No physical product investigation was possible as the device was not returned. The instructions for use (IFU) indicates: warnings: the proximal spring section of the needle guidewire should not be advanced distal to the needle tip. Precautions: advancement, manipulation and withdrawal of the catheter should always be performed under fluoroscopic guidance. If substantial resistance is met during manipulation, immediately discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter.

Event description:
This case was investigated according to the manufacturer's policy. It was reported that two (2) inches of the tip of the spartacore 014 non - hydrophobic wire sheared off when being retracted through the needle of the manufacturer's device. There was high calcium in abdominal aorta, the tip of the wire stayed in the cavity. The dr. Stented the area, which would hold the piece in place, helping with no further advancement into the body. No embolization. Procedure was in the cath lab. No harm to the patient. It was further reported the manufacturer's device was inserted into the patient once. One attempt was made to re-enter the true lumen with the spartacore wire which resulted in the wire sheering off and left in the subintimal space. The surgeon stented over this part of the aorta with a stent graft. Two further attempts were made with a second spartacore wire which failed to re-enter the true lumen. Brachial access was achieved to gain antegrade approach and the physician was able to cross cto this way. The physician did not use a second of the manufacturer's device during the procedure. Vessel: abdominal aorta other devices in use: two 10x39 icast stents (atrium); one 8x79 mm vbx (gore); one stent graft (endologics) the device was disposed of at the facility and not returned to the manufacturer for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. This event is being reported because the tip of the spartacore guide wire separated in the patient and was stented in place while the manufacturer's device was in use.